Event description:
A report was received that the patient was experiencing muscle spasm on the neck. It was not determined if it was device related or not since the patient did not turned the stimulator off. The patient will undergo a revision.

Manufacturer narrative:
Additional information was received that the muscle spasm in the neck was not device related. It was also reported that the patient underwent a procedure wherein the lead with high impedances was replaced. The cause of high impedances was unknown. No malfunction suspected. The patient was doing well post operatively. The explanted lead was not returned to bsn as it was discarded by the medical facility. It is indicated that the lead will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing muscle spasm on the neck. It was not determined if it was device related or not since the patient did not turned the stimulator off. The patient will undergo a revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model#: sc-2218-70, serial #: (B)(4), description: linear st lead, 70cm. Model#: sc-3138-35, serial #: (B)(4), description: scs phiii ext 35cm.